Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique.

Event description:
It was reported that the spaceoar vue and fiducial markers were placed on (B)(6) 2025. During the initial hydro dissection, it was noticed that a small portion of the prostate was snagged. The physician readjusted and successfully entered the correct plane. The hydro dissection looked good, and it was confirmed that the needle was above the rectal wall. However, during the hydrogel injection, it was observed that the hydrogel migrated toward the seminal vesicles, resulting in minimal mid-gland lift. It was noted on the magnetic resonance imaging (MRI) that along the mid rectum there was interstitial placement of hydrogel along the anterior rectal wall. No direct communication between the gel and rectal lumen. Further review of the images revealed that the hydrogel was almost entirely in the anterior rectal wall, but there is very good thickness to the muscularis and so the gel is between the outer layer of the rectal wall and the muscularis. The hydrogel does not appear to breach the muscularis and there is actually a good amount of fat between the prostate and the rectal wall in many planes especially at the midgland and base. The patient was reported asymptomatic and will received planned radiation treatment.